Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure, a left subclavian stent was dislodged as the 29mm sapien 3 ultra resilia valve passed by the origin of the vessel. The valve portion of the case was completed without issue. The embolized stent was then snared and removed. A dissection in the left common iliac was observed which required a covered stent to be placed. The patient left the room without further issues. The physicians did not blame the device. The subclavian stent was extended into the arch, and they felt its placement was the issue[t.